Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus") and endometrial ablation ("she did an ablation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), rash ("rashes"), acne ("acne"), eczema ("excema") and dry skin ("dry skin"). The patient was treated with surgery (she took out tubes and coils) and surgery. At the time of the report, the device expulsion, endometrial ablation, acne, eczema and dry skin outcome was unknown and the arthralgia and rash had not resolved. The reporter considered acne, arthralgia, device expulsion, dry skin, eczema, endometrial ablation and rash to be related to essure. The reporter commented: she was going to discuss partial for early december. (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia, rash, acne, dry skin, eczema. Most recent follow-up information incorporated above includes: on 2-feb-2018: content from medical records via social media received. Event acne, dry skin and eczema was added. New reporters were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus'), endometrial ablation ('she did an ablation') and device breakage ('removal of a small amount of residual coil from essure adjacent to the uterus on the left. Side/ she also had 2 small separate pieces of coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it wouldn't go in the one tube correctly, took them hours to place them". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), rash ("rashes"), acne ("acne"), eczema ("excema"), dry skin ("dry skin") and genital haemorrhage ("bleeding") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (she took out tubes and coils). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, endometrial ablation, device breakage, acne, eczema, dry skin and genital haemorrhage outcome was unknown and the arthralgia and rash had not resolved. The reporter considered acne, arthralgia, device breakage, device expulsion, dry skin, eczema, endometrial ablation, genital haemorrhage and rash to be related to essure. The reporter commented: she was going to discuss partial for early december. This case (B)(4) is linked with (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion. Pathology test - on an unknown date: final diagnosis: uterus with cervix and right ovary, excision: serosa: endometriosis. Cervix: focal tuboendometrioid metaplasia. Endometrium: ablated. Myometrium: no specific pathologic changes. Right ovary: multiple cystic follicles, partially hemorrhagic. All tissues negative for malignancy procedure: laparoscopic assisted vaginal hysterectomy with right oophorectomy specimen: uterus, cervix, right ovary page 2 of 3. Clinical history: excessive and frequent menstruation with regular cycle , pelvic and perineal pain , neoplasm of uncertain behavior of unspecified ovary, secondary dysmenorrhea. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia, rash, acne, dry skin, eczema, genital bleeding, device difficult to use. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received: event device breakages added. Reporter details, date of birth , lab data, aka names were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus'), endometrial ablation ('she did an ablation') and device breakage ('removal of a small amount of residual coil from essure adjacent to the uterus on the left. Side/ she also had 2 small separate pieces of coil') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it wouldn't go in the one tube correctly, took them hours to place them". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), rash ("rashes"), acne ("acne"), eczema ("excema"), dry skin ("dry skin") and genital haemorrhage ("bleeding") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (she took out tubes and coils). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, endometrial ablation, device breakage, acne, eczema, dry skin and genital haemorrhage outcome was unknown and the arthralgia and rash had not resolved. The reporter considered acne, arthralgia, device breakage, device expulsion, dry skin, eczema, endometrial ablation, genital haemorrhage and rash to be related to essure. The reporter commented: she was going to discuss partial for early december. This case (B)(4) is linked with case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral tubal occlusion. Pathology test - on an unknown date: final diagnosis: uterus with cervix and right ovary, excision: serosa: endometriosis. Cervix: focal tuboendometrioid metaplasia. Endometrium: ablated. Myometrium: no specific pathologic changes. Right ovary: multiple cystic follicles, partially hemorrhagic. All tissues negative for malignancy. Procedure: laparoscopic assisted vaginal hysterectomy with right oophorectomy. Specimen: uterus, cervix, right ovary page 2 of 3. Clinical history: excessive and frequent menstruation with regular cycle, pelvic and perineal pain , neoplasm of uncertain behavior of unspecified ovary, secondary dysmenorrhea. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia, rash, acne, dry skin, eczema, genital bleeding, device difficult to use. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus'), endometrial ablation ('she did an ablation'), device breakage ('removal of a small amount of residual coil from essure adjacent to the uterus on the left. Side/ she also had 2 small separate pieces of coil') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it wouldnt go in the one tube correctly, took them hours to place them." On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), rash ("rashes"), acne ("acne"), eczema ("excema"), dry skin ("dry skin") and genital haemorrhage ("bleeding") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (endometrial, essure removal and she took out tubes and coils). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, endometrial ablation, device breakage, device dislocation, acne, eczema, dry skin and genital haemorrhage outcome was unknown and the arthralgia and rash had not resolved. The reporter considered acne, arthralgia, device breakage, device dislocation, device expulsion, dry skin, eczema, endometrial ablation, genital haemorrhage and rash to be related to essure. The reporter commented: she was going to discuss partial for early december. This case (B)(4) is linked with case (B)(4). Date of removal: 25feb2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: bilateral tubal occlusion. Pathology test on an unknown date: final diagnosis: uterus with cervix and right ovary, excision: serosa: endometriosis. Cervix: focal tuboendometrioid metaplasia. Endometrium: ablated. Myometrium: no specific pathologic changes. Right ovary: multiple cystic follicles, partially hemorrhagic. All tissues negative for malignancy. Procedure: laparoscopic assisted vaginal hysterectomy with right oophorectomy specimen: uterus, cervix, right ovary page 2 of 3. Clinical history: excessive and frequent menstruation with regular cycle , pelvic and perineal pain , neoplasm of uncertain behavior of unspecified ovary, secondary dysmenorrhea. Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia, rash, acne, dry skin, eczema, genital bleeding, device difficult to use. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received new reporter information, insertion date was added. New event migration was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus") and endometrial ablation ("she did an ablation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), arthralgia ("joint pain"), rash ("rashes"), acne ("acne"), eczema ("excema") and dry skin ("dry skin"). The patient was treated with surgery (she took out tubes and coils) and surgery. At the time of the report, the device expulsion, endometrial ablation, acne, eczema and dry skin outcome was unknown and the arthralgia and rash had not resolved. The reporter considered acne, arthralgia, device expulsion, dry skin, eczema, endometrial ablation and rash to be related to essure. The reporter commented: she was going to discuss partial for early (B)(6). This case (B)(4) is linked with case (B)(4) . Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia, rash, acne, dry skin, eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus") and endometrial ablation ("she did an ablation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and rash ("rashes"). The patient was treated with surgery (she took out tubes and coils) and surgery. At the time of the report, the device expulsion and endometrial ablation outcome was unknown and the arthralgia and rash had not resolved. The reporter considered arthralgia, device expulsion, endometrial ablation and rash to be related to essure. The reporter commented: she was going to discuss partial for early december. This case (B)(4) is linked with case (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia and rash. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus') and endometrial ablation ('she did an ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it wouldn't go in the one tube correctly, took them hours to place them". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), rash ("rashes"), acne ("acne"), eczema ("excema"), dry skin ("dry skin") and genital haemorrhage ("bleeding") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (she took out tubes and coils). At the time of the report, the device expulsion, endometrial ablation, acne, eczema, dry skin and genital haemorrhage outcome was unknown and the arthralgia and rash had not resolved. The reporter considered acne, arthralgia, device expulsion, dry skin, eczema, endometrial ablation, genital haemorrhage and rash to be related to essure. The reporter commented: she was going to discuss partial for early (B)(6). This case (B)(4) is linked with case (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia, rash, acne, dry skin, eczema, genital bleeding, device difficult to use. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media new events genital haemorrhage, reporter added. Fu 4, 5 processed together. On 23-mar-2020: social media received. Reporter's information added. Event: it wouldn't go in the one tube correctly were added. On 23-mar-2020: coding request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil is in uterus and she pulled it out/she think fragments or the pet fibers in her uterus') and endometrial ablation ('she did an ablation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "it wouldnt go in the one tube correctly, took them hours to place them". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), rash ("rashes"), acne ("acne"), eczema ("excema"), dry skin ("dry skin") and genital haemorrhage ("bleeding") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (she took out tubes and coils). At the time of the report, the device expulsion, endometrial ablation, acne, eczema, dry skin and genital haemorrhage outcome was unknown and the arthralgia and rash had not resolved. The reporter considered acne, arthralgia, device expulsion, dry skin, eczema, endometrial ablation, genital haemorrhage and rash to be related to essure. The reporter commented: she was going to discuss partial for early december. This case (B)(4) is linked with case (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: device expulsion, endometrial ablation, arthralgia, rash, acne, dry skin, eczema, genital bleeding, device difficult to use. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.